Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-2590, awareness date 01-nov-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in (B)(6) 2012, after she was finished having children. She was given a few prescriptions to take just before having it done as well as a shot in the office. She was taken into a procedure room and given another shot in her cervix. She was watching the monitor as the doctor placed the first one. It was very uncomfortable and she was told several times to relax so it would not be so difficult and hurt as badly. She got nauseated at one point. The second tube took two tries before it was finally placed. The pain from having it done was worse than having her children. Forward five months and she started bleeding heavily during intercourse. Then she started spotting for a week before her period, having her period and spotting again after her period. She gained weight and looked 6 months pregnant all the time. She was always tired. She did not go back to the doctor after that until (B)(6) 2015. At that point she had not had a pap in more than two years and had a scare that turned out to be an infection. She addressed her bleeding concerns with the new physician and he agreed that she should not be bleeding the way she did. On (B)(6) 2015 she had a hysterectomy. Product technical complaint investigation received on 22-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started spotting for a week before period, having her period and spotting again after her period (interpreted as metrorrhagia). She underwent a hysterectomy 3 and a half years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. Given the nature of the reported event and positive temporal relationship, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.